Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient's stimulator was still dropping to 2.0 volts on its own and that when it got down that low it was not helping with her pain. The patient went to the emergency room on (B)(6) 2015 because her blood pressure rose as a result of stimulation not helping her pain. It was noted that her blood pressure was 213 last night and had been 180-200 for the last four days. The patient started taking clonidine to help with this. The emergency room doctor called his brother who was a manufacturer doctor and he told the patient to let the stimulator go all the way down then charge to 100% to resolve the issue. Patient services walked the patient through how to turn adaptivestim off. The patient was redirected to her health care provider to have settings reprogrammed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient indicating that they had lost their recharger and that their ins was at zero. The patient was expecting the recharger to arrive on (B)(6) 2015 at their health care professional (hcp) office as they had requested. The patient indicated that their blood pressure went up to 200 while they were on the plane, they were on medication for hypertension. The patient had leg spasms and cramps, they were not resolved. The patient normally took medication every 3-4 weeks but because they were in pain they had to take more medication. They indicated that right after implant they tried three different frequencies and it that the first one made their legs feel asleep, but that the third one was effective. They indicated that they had been sleep deprived around the time that they fell, the patient fell and became concussed. The patient stated that they had broken their neck due to fall an that they had a "sleep aphasia" and was sleep deprived. They indicated that they did not think the trauma due to the fall or the fall were related to the device. They were concerned that if they did not recharge the device they would need to replace it. They mentioned that they had to travel a lot due to family and that some regions had very primitive electronics but that they had already received information from the manufacturer regarding locations for assistance. The patient indicated that they did not have any interventions taken at the time of the report. They were told to recharge fully once they receive the recharge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that while they were flying back from europe and their implantable neurostimulator (ins) changed from 2.8 v to 2.0v. The patient was titrated up to 2.8 by the manufacturer representative (rep) and it was more effective than previous settings. When the patient got on the plane their legs started to spasm and they realized that they needed to charge their battery but did not have their recharge. The patient also had pain related to hypertension and their blood pressure was up over 200 because their medications were also in the recharger bag. It was noted that the patient barely made it home the day prior to the report. They spoke with the rep on (B)(6) 2015 and the rep requested that the patient look at their settings, it was found that stimulation was at 2.0v. It was stated that the ins must have adjusted itself to save power. It was reviewed that the ins did not have this capability. The change in stimulation started the day prior to the report. This was on a plane flying back overseas. The patient indicated that they would leave the settings at 2.0v for now since their ins battery was low and they might lose stimulation if they did not charge soon. The patient was concerned because they were having an MRI on monday for injuries they sustained after falling into an elevator shaft. The option of turning stimulation off to save battery for the MRI so the patient could show the MRI staff that the ins was in MRI mode was reviewed. The change in therapy was considered to be sudden. The patient mentioned that they had a trauma of falling and injuring their neck in back. The dates for the trauma from fall was unknown. There was a mention of leg cramps on (B)(6) 2015. The patient indicated that their recharger was stuck in customs because the equipment bag had to go through customs. Other relevant medical history includes non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.